Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. It was reported the irritation appeared as sun burn and is peeling on the patient's right side under the therapy pad. There was no alleged device malfunction contributing to the irritation. The patient was remeasured and issued new garments. The patient was prescribed triamanazole cream and triantinolone 0.1% cream by a the physician. Follow up indicated the irritation improved with the use of triamcinolone acetonide ointment 0.1%.